Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found a cut I-beam tubing at pinch valve (pv46b). The fse replaced the I-beam tubing that fixed the leak. Failure mode was attributed to a cut in the I-beam tubing at pv46b. (B)(4).

Event description:
The customer contacted beckman coulter (bec) stating that there was a blue fluid leaking out from under the coulter lh 750 hematology analyzer. The volume of leak was about 10 ml and was not contained within the unit. The material safety data sheet (msd)s was reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat and gloves. No one was splashed, sprayed or injured. There was no contact or biohazard exposure to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.